Event description:
The pt stated that insulin will "spurt", "jet", and "jump" through the infusion tubing and out of the infusion tubing randomly during a prime or bolus. He also stated that over the past week to week and a half, the infusion device has been occluding intermittently during basal delivery primarily during the hours of 3am-7am and occasionally during a bolus. He stated he clears the occlusion by running a disconnected prime or bolus or he will change the infusion tubing. The pt was instructed to disconnect from his infusion site and to perform a bolus. He stated the insulin flowed smoothly from the end of the tubing. No physiological effects were reported. The pt did not report assistance by a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.